Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system and a review of the system logs that the system did not alarm at the time of the event. The fse changed the system alarm setting. The fse tested the device with no additional issues reported. The philips field service engineer (fse) confirmed the customers device issue and adjusted the system alarm settings to resolve the device issue. After the system issue were resolved the system was placed back into service.

Event description:
Philips received a complaint on the intellivue x3 monitor indicating the system failed to alarm. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.